Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had stopped working with low battery charge while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the unit. Upon inspection and review of the fault logs no critical fault codes were identified that would explain the reported shutdown or interruption in operation. Further assessment revealed that the battery charge levels were significantly low with battery bay 1 at 11 percent and battery bay 2 at 0 percent. All functional and safety tests were subsequently performed and the unit operated within manufacturer specifications. The device was left in the service area overnight to allow both batteries to fully recharge. After verifying proper battery performance and overall functionality the unit was returned to service.